Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon opening the package, the user noticed that the tip of the sheath got frayed. Another device was used for the treatment and no adverse effects were reported as a result of this malfunction .